Event description:
It has been reported to co that the hypotube of the device separated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to occlude the vessel. The physician inserted a stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated particulate from the vessel. The physician removed the aspiration catheter. The physician inserted a post-dilatation balloon and dilated the vessel. The physican completed the dilatation and was removing the dilatation balloon and the hypotube kinked and separated outside the patient. The physician continued the case and cut the hypotube per the instruction for use and the occlusion balloon deflated. The patient is reported to be fine.